Event description:
Rptr alleged discrepant blood glucose results of 501 mg/dl back to back with a result of 205 mg/dl when testing was performed 5 mins apart on the advantage sys. Customer stated self treating with a sliding scale amount of 16 units of rapid insulin and food, however, the location of the alleged testing was not provided. No other actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement prod was sent.